Manufacturer narrative:
The valve was patent, however it did not meet the requirements for siphon, reflux or leak testing due to tears in the top and bottom of the delta chamber. It is unknown how or when this damage occurred. The device did not meet all the specifications for pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the lateral ventricle was narrowing. According to the report, surgery was performed and the valve was found leaking.